Manufacturer narrative:
Additional lot# cryl01. Device manufacture date for lot cryl01: 09/02/2004. The visual inspection indicated that the devices were returned in used condition with visual discrepancies attributed to frequent usage. The green overmold of the devices exhibited evidence of degradation. The handles had become severely discolored and tacky. Some of the santoprene material could be picked off of the handles. A design non-conformance was observed based on the results of the visual inspection.

Event description:
Handles are discolored, glossy sticky and cut up.